Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 204-23-11 - ps tibial inserts sz 3, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03455, 1038671-2024-03456. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 120 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral and tibial loosening, instability, osteolysis, effusion, pain and inflammation. Revision operative notes were provided. Preoperative and postoperative diagnoses indicated mechanical loosening. Findings confirmed grossly loose femoral and tibial components with associated bone loss. The surgeon performed a revision right knee arthroplasty. No further issues or complications were reported. The patient was transferred to the recovery room in stable condition. No additional information is available.